Manufacturer narrative:
The device was returned to zoll medical corporation; during disassembly of the device to determine root cause, the technician observed extensive damage consistent with mis-handling. Root cause could not be firmly established due to the observed damage. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.